Event description:
It was reported that the tubing clogged during procedure. The procedure was completed successfully.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: clogged. Probable root cause: material/design error, constant irrigation flow is not maintained leading to limited field of view, stopcocks in improper configuration, large anatomy, missing o-ring, damaged or deformed o-ring, pump malfunction , clogged tubing, manufacturing/ service error, user error. Manufacture date is not known. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tubing clogged during procedure. The procedure was completed successfully.